Manufacturer narrative:
H3. Analysis of the stimloc burr hole cover (serial/lot: unknown) .from lead kit (lot #va2rc44). Found score marks were seen on the inner surface of the bone screw hole of the burr hole base. Scuff marks were seen on the bottom of the burr hole base. Scuff marks were seen on the top of the bone screws top. Broken screw due to over-torqueing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID neu_stimloc_acc (serial: unknown); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the fixing screw of the lead stimloc base ring was broken during surgery. Unknown what factors led to the issue. The stimloc was replaced same day to complete surgery and the issue was resolved. No symptoms reported.